Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon broached an actis to a size 6, got rotational stability, opened a size 6 std stem and attempted, to implant. The implant did not need impacting and was "swimming" in the broach envelope. We removed and went to a 7 broach, then left broach 1 cm provided. The implant did not achieve press-fit until 2mm above calcar (8 mm below broach level ). Impacted 2mm and it was stable. Doe: (B)(6) 2020; unknown hip.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.